Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 70 mg/dl. Reportedly, the contact administered the glucose tablets to the customer. Reportedly, the customer was unable to remember the amount of insulin that the customer had intended to deliver. Although requested, the customer declined to have tandem technical support review the bolus history. Recommendation was made to consult with health care provider regarding diabetes management.